Event description:
The customer reported via phone call that he could not bolus because the numbers on the insulin pump continued to scroll up and down. He took a shower and calibrated the insulin pump but the insulin pump alarmed lost sensor. Customer's blood glucose level was 175 mg/dl. Customer was advised to discontinue use of the device and revert to a backup plan. The customer was advised that the device would be replaced and agreed to return the product for analysis.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
The insulin pump had unresponsive up arrow button response due to corroded keypad traces. No lost sensor alarm could be verified due to the unresponsive buttons. No display anomaly was noted. The insulin pump had a cracked display window, cracked case at the display window corners, cracked reservoir tube lip and a stained end cap sticker.